Event description:
Incident as reported: robot assisted laparoscopic phyloplasty - "surgeon inserted trocar into an insufflated abdomen and lacerated the pt's iliac artery. This resulted in the surgeon having to convert the procedure to open. Surgeon claimed that he had lost control of the port during insertion into the peritoneal cavity."

Manufacturer narrative:
There was no product return and no lot # provided. Incident is undergoing engineering eval.